Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the format of the pump display had changed and appearance of display looked like a prior software version. Customer's blood glucose was between 140-160 mg/dl. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.